Event description:
Pt reported to ER with a contained ruptured aneurysm. Physician chose to attempt to repair the aneurysm with the excluder device. The trunk-ipsilateral component was deployed through the right side access after advancement on the left side failed. Cannulation of the contralateral leg hole ring was unsuccessful, and the decision was made to convert the pt to open surgical repair. Upon visualizing the situation once open, the physician determined that the conditions were too severe to continue with standard open repair. Through the open abdominal cavity, the physician was able to cannulate the contralateral leg hole ring and successfully deploy the contralateral leg component. The left iliac artery was leaking, and in attempts to stop the leak, three additional contralateral leg components were used to extend distally on the iliac artery and to bridge between components. In another attempt to stop leakage, an aortic extender was placed in the proximal neck. Final angio revealed no leak and closure of the pt began, however 15 minutes into closure, the pt expired. The pt sustanined substantial blood loss throughout the procedure. Cause of death was stated to be complications from blood loss and related dic.